Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system with stent. The stent was microscopically examined. The balloon was loosely folded with the stent secured between the markerbands. Microscopic examination revealed that stent is damaged 20mm from the proximal markerband. There are numerous hypotube kinks throughout the device. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent fracture occurred. During preparation of a 32x3.00 rebel stent, a detachment of stent structure was noted. The device never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR : the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. During preparation of a 32x3.00 rebel stent, a detachment of stent structure was noted. The device never entered the patient's body. No patient complications were reported.